Manufacturer narrative:
Updated. The manufacturer's service technician reported a watchdog test failed reference error was found in the error log. The manufacturer's service technician replaced the cpu board to address the reported issue. The device successfully passed performance specification testing.

Event description:
The customer reported the device alarmed and a watchdog test failed reference error was found in the error log. There was no patient harm. Patient information has been requested but the customer reported information was not available.

Manufacturer narrative:
The cpu board was returned to the manufacturer for failure investigation. Visual inspection of the board found no evidence of damage or contamination. The board was returned without the cpu pcba battery bt1. The board was tested in a failure investigation test ventilator and no failures were identified.

Event description:
The customer reported the device alarmed and a watchdog test failed reference error was found in the error log. There was no patient harm. Patient information has been requested.

Manufacturer narrative:
The cpu board was returned to the manufacturer for failure investigation. Visual inspection of the board found no evidence of damage or contamination. The board was returned without the cpu pcba battery bt1. The board was tested in a failure investigation test ventilator and no failures were identified.